Event description:
It was reported by the physician that the patient's device was found to be programmed at an output current of 1ma instead of the 1.5ma output current it should have been programmed to. The patient has had an increase in seizures since last visit. No additional relevant information has been received to date.